Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event.

Event description:
It is reported by male nurse of the hospital, that the locking screw can't be inserted adequately. Surgical delay of approx. 35min. And loss of blood. Patient is well. New information: the patient had a higher blood loss due to the prolonged duration of surgery, so perioperatively had to be given two red blood cell concentrates.

Event description:
It is reported by male nurse of the hospital, that the locking screw can´t be inserted adequately. Surgical delay of approx. 35min. And loss of blood. Patient is well.new information: the patient had a higher blood loss due to the prolonged duration of surgery, so perioperatively had to be given two red blood cell concentrates.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.